Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The connections to power supply ps3 were reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's c-arm had intermittent problems with vertical lift. There was no adverse pt involvement reported. There was no pt info reported.